Event description:
It was reported that this patient with this implantable cardioverter defibrillators (ICD)presented to the emergency room. Upon further evaluation, it was found that this ICD exhibited noise and oversensing which resulted in delivery of inappropriate anti-tachycardia pacing (atp) and shock therapy. Additionally, it was noted there was undersensing which resulted in overpacing. The lead measurements were reported to be within normal limits. Technical services (ts) was consulted and recommended further evaluation of the right ventricular (rv) lead as it was suspected to be compromised. While on the phone with ts, the patient went into a cardiac arrest. When the patient was stable the health care professional (hcp) called ts back to continue troubleshooting and reported the patient was doing okay. The plan was to transport the patient to another medical facility where a lead revision procedure could be performed. Ultimately, additional surgical intervention was performed and the device was successfully explanted and replaced. No additional adverse patient effects were reported.